Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was laying on the bed everything was fine but when they got up the buttons in the center of the insulin pump did not respond. Customer stated the back and sensor graph buttons worked but could not access the menu. Center button along with the up, down, left and right arrow buttons were not responding since today. The customer changed the battery but the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.